Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that hw fault 18 and 20 alarms have occurred on the revel ventilator during patient use. Furthermore, the patient was transferred to another device and there was no patient harm associated with the event.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to confirm the issue - hw fault 18 and 20 alarms have occurred on the unit during patient use. Unit will not power on. The investigation revealed this is being caused by a non-conforming hybrid board, which then replaced to resolve the issue.